Event description:
It was reported that right ventricular lead had undefined and high impedance, no capture, no sensing and was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).